Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of diarrhea, necrosis to right third finger and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date in (B)(6) 2012, the patient had a fall and was hospitalized on (B)(6) 2012. On (B)(6) 2012, the patient was discharged. On an unreported date in (B)(6) 2012, the patient experienced an infection manifested by fever. On (B)(6) 2012, the patient experienced abdominal pain and diarrhea. Treatment was not reported. The nurse medically confirmed the case. The nurse clarified that the patient was not hospitalized for a fall. On (B)(6) 2012, the patient was diagnosed with necrosis to the right third finger and hospitalized that same day. Treatment was not reported. Treatment for the diarrhea and peritonitis was not reported. The nurse reported, the peritonitis may have been related to the necrotic finger. Peritonitis with (B)(6) and diarrhea was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd890525 and gd890418 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.